Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump data was incorrectly displayed. Reportedly, the bolus history was being displayed accurately; however, the daily total dosage was displayed lower than usual. Blood glucose level was 210 mg/dl. Although requested, the customer declined to upload the pump data logs. During a follow-up call, the customer reported that the issue was resolved and the history was being accurately displayed.